Event description:
I was feeling bad, so I sent my reading to the hospital where the device was installed which was 60 miles from me. I was told anytime I felt I had a heart situation, to send the data on the small computer we were given. They called right back and said to report to the hospital 22 miles away, a doctor was waiting for me to arrive. No one would tell me what was wrong. After taking me to a room the doctor said your device (ICD) was trying to execute me. He worked to switch it off, and said some one would call me from the main. Hospital. I asked about my heart protection. He said I would not have any when I left the hospital. I had gone about 10 miles and the device started going off in my chest. I called back to the doctor's office in the hospital and told the nurse that the device was going off in my chest and they had just switched the device off, she said "no it can't, we just switched it off". So I pulled over to the side of the road and placed the phone up over the device, she said "o my goodness". She told the doctor and was told to go to the main hospital that installed the ICD, "but do not drive". I called my wife at work and told her what was going on. She met me and drove me to the main hospital which was 60 miles away. When I arrived the team of hospital staff was waiting. I was told they had to disconnect this lead immediately, but they did not have another on hand at the time and I would have to wait friday to monday when it would arrive. They removed the lead monday morning. I began to feel better immediately. Medtronic was very difficult to work with. I read about the leads prior to having this procedure. My doctor talked to me about it. I took the paperwork I found on my computer. I told him "please do not install another medtronic device in my body". But after surgery, he said the wire was compatible with the device so he had to install it. I reminded him what I had told him and see what happened.